Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the right ventricular lead was dislodged. The new stylets did not have the same measurement of those distributed with the leads. The lead tip could not be screwed or unscrewed as the hexwrench distributed with the stylets could not be placed on the lead tip. The lead was extracted and replaced. No further information is available.